Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete event information. No further information was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg was explanted and replaced at an unknown date and for an unknown reason. No further information is known.

Event description:
Additional information indicates that the ipg was explanted because it was inoperable.